Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records detail that the patient underwent a revision procedure due to pain and elevated metal ions. Lab results showed that chromium was at 3.4 and cobalt was at 4.7. During the procedure, thin watery fluid with fine white debris and slight milky appearance was aspirated. Corrosion was observed at the head-stem interface. The femoral head was removed and a ceramic biolox head was implanted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was further reported the patient underwent a revision procedure approximately ten years later due to pain and elevated metal ions. During the procedure, the surgeon noted thin watery fluid with fine white debris and slight milky appearance; this was aspirated. Also, the surgeon noted there was a white and tan thickened membrane lining that was removed. Finally, the surgeon noted that there was black colored corrosion at the head and stem interface. The head was removed and replaced with a ceramic head and polyethylene liner. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 15-106050, lot number: 417360, brand name: m2a 38 cup; catalog number: 11-103200, lot number: 832740, brand name: taperloc femoral. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02466, 0001825034-2019-02465. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in the patient.

Event description:
It was reported that the patient is being indicated for a revision due to unknown reasons approximately 10 years post implantation. Attempts have been made and additional information on the reported event is unavailable.